Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extend (vse) instrument was analyzed and found to have a scratched main tube. The scratches measured approximately 0.1410¿-0.0780" in length and were axially aligned with the main tube. The outer coating at the scratch marks was missing and not returned with the instrument. The complaint was confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The vessel sealer extend (vse) instrument has not been received for failure analysis evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the coating on the vessel sealer extend (vse) instrument shaft peeled off and fell into the patient's body. The fragment was retired during the same procedure. The procedure was completed.